Event description:
The customer contact reported that the pt received more medication than intended. The secondary line of the pump was programmed to deliver and unspecified concentration of zosyn, at a rate of 12ml/hr, with a vtbi (volume to be infused) of 50ml, and the delivery was started. No further programming parameters were provided. After approx 30 minutes, the nurse noted the zosyn container was empty; however, the pump displayed that the volume infused was 7ml. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided regarding specific event details. The customer contact indicated that the nurse worked "per diem" and was not available to provide additional info.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measure volume of 19.6ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Testing was conducted using the customer's returned tubing set. The technology for the plum 1.6 pump does not contain a pump history that provides past programmed setting. Upon power up, there were no previous programmed settings. Under normal conditions, the data is contained in the memory for four hours after the pump is powered off. Based upon the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).